Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. No samples were returned for analysis. The reported issue may be attributed to procedural technique. A clinical investigation concluded: this case reports that after three weeks of using acticoat flex the patient reportedly experienced ¿severe burning pain in the wound.¿ per e-mail communication during the three weeks of use the dressing was being changed twice a week, and the wound was being cleaned with prontosan liquid. Undated photos of the wound have been provided for review but do not indicate a root cause. It is not clear if all images are of the same wound as some have different shapes. There appears to be sloughed material in the base but not purulent. Some images show pink boarders around the wound but its not clear if it¿s inflamed or in the stages of healing. Its reported that the first four photos are of the wound when treated with acticoat flex 7. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. The associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been using acticoat flex 7 for treatment of an ulcus cruris 40x30x0.3mm since early october with no pain medication before or after the treatment. After the plaster and bandage were changed, the patient had continuous severe, burning pain in the wound and the surrounding area for three days. No medication was prescribed, but the acticoat flex 7 was discontinued and a competitor product was used. No known allergies for the patient were reported.